Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head exploded in mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that his oral-b brushhead, version unknown, used with an oral-b vitality series toothbrush, exploded in his mouth after only having been in use for 3 weeks. He stated that the head suddenly wobbled and it didn't feel right, and the pin all came off in his mouth. No symptoms developed.